Event description:
It was reported that the patient experienced less than 50% therapy relief at the lead location from their implantable neurostimulator (ins). Diagnostic testing showed impedances readings of >4000 ohms. A lead revision was planned no date was noted. The patient status at the time of the report was noted as ¿alive ¿ no injury¿. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00k0a, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va00k0a, implanted: (B)(6) 2012, product type: lead. (B)(4).